Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to a mesh complication survey conducted, post-operatively, 23 patients experienced genital complication (scrotal pain, scrotal swelling, testis discomfort, hydrocele, testis atrophy, orchitis), discomfort that usually goes after a month.